Manufacturer narrative:
The insulin pump was received with an alarm during the self test due to a faulty component on the radio frequency circuit board. The insulin pump passed the displacement test, rewind, test, basic occlusion test, prime test, excessive no delivery alarm test, occlusion test, and reset error test. The insulin pump had operating currents within specifications and passed the off no power test. The insulin pump was received with a cracked reservoir tube lip and minor scratches to the display window.(B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test while he was at school. He did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.